Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please find enclosed the final conclusions: - a reset occurred on 23rd of september 2025 by a programmer outside an interrogation of this pacemaker. - this reset is most likely due to a crosstalk which occurred between devices being in a too close vicinity of each other at the time of interrogation (leading to data inconsistencies). - the subject device has been correctly re-initialized on 30th of september 2025. - it is clearly described in the implant manual that devices must not be interrogated within the vicinity of other devices. Based on the available data, no issue is suspected on the subject device.

Event description:
Reportedly, during interrogation of the device in the box before implant a message was displayed: 'implant is in standby mode, interrogation is stopped." This was seen with two programmers. After several attempts, they were able to have a "slow interrogation".